Manufacturer narrative:
MFR received date: 06 sep 2019. The gas delivery system (gds) assembly was returned to failure investigation (fi) for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. During troubleshooting the gds assembly found defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba. The manufacturer¿s international service technician replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification test. The defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported oxygen concentration accuracy test fail. It's accepted range was from 95 to 100 % but the measured value was 95.6 %. The flow sensor has deteriorated step by step. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019.

Event description:
The customer reported oxygen concentration accuracy test fail. It's accepted range was from 95 to 100 % but the measured value was 95.6 %. The flow sensor has deteriorated step by step. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.